Manufacturer narrative:
Findings: unit received with minor scratched lcd window, cracked reservoir tube lip, broken off end cap, and damage motor. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report a damaged insulin pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.